Manufacturer narrative:
The tech found the brake caster was worn and could not be adjusted. He replaced the brake caster to repair the bed.

Event description:
Info received indicates the brake is not holding.